Event description:
The customer reported on (B)(6) 2014 his blood glucose history. The pod was deactivated, he then noticed the cannula was a little bent and there was also a little bit of blood noted in the cannula. He was able to activate a new pod and his bg came down (exact bg levels was not provided).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.